Event description:
Adverse event(s): "the pt's health and visual acuity were not impaired." (No consequence or impact to pt). Product problem(s): "the cartridge left particles on the lens optic." (Foreign material present in device); (device damaged by another device). A surgeon reported that one day following intraocular lens (iol) implant surgery, he noticed particles on the pt's lens optic. He believed that the particles were from the cartridge. He removed the particles by rinsing the anterior chamber of the eye. The surgeon reported that the pt's health and visual acuity were not impaired. No further info is expected.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Without physical examination of the complaint cartridge or the "particles" we are unable to make the determination as to the nature of the complaint. There has been one other similar complaint reported in the lot number. Add'l info was requested and rec'd no further info is expected. (B) (4). (B) (4). (B) (4).